Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 21mm watchman laa closure device and delivery system were used. The closure device was deployed, but was fully recaptured due to its position. After the full recapture, a pericardial effusion was noticed. The procedure continued and another 21mm closure device was successfully implanted. The effusion was measured and noted to be 0.5cm. The patient did not become hemodynamically unstable and showed no signs or symptoms of tamponade. However, the decision to perform a pericardiocentesis was made because of a desire to immediately manage the complication before it became an issue later in the day. A total of 60ml was aspirated from the pericardial space and re-infused. The procedure ended with no further complications and the patient was sent to the recovery room for further observation. The patient has since been discharged.